Event description:
It was reported that, after a successful flow diverter stent implantation procedure, the patient suffered a stroke. It was found that the subject flow diverter stent was closed. An additional procedure was performed, and the physician was able to open the subject stent and vessel. No further information is available.

Manufacturer narrative:
Device remains implanted in patient.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of a patient stroke, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issueof the stent failed/unable to open. H3 other text : device remains implanted in patient.

Event description:
It was reported that, after a successful flow diverter stent implantation procedure, the patient suffered a stroke. It was found that the subject flow diverter stent was closed. An additional procedure was performed, and the physician was able to open the subject stent and vessel. No further information is available.